Event description:
The patient's mother reported that the personal diabetes manager (pdm) is giving the patient correction boluses on its own. The patient has been on activity mode when this has happened and it has happened 4 times in 1 day. It is happening when the blood glucose levels (bg) reaches 6 mmol/l then she receives a bolus that she does not need and her bg's go low. The mother gives her milk and the bg's return to normal and then the correction happens again.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Further information on the event is being solicited.

Manufacturer narrative:
The user reports receiving multiple correction boluses uncommanded. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found evidence of interaction with the controller in order to program and deliver all boluses delivered. The audit log files showed that all boluses delivered on and around the date of occurrence had the confirm bolus button pressed to confirm the total amount and had an entry of carbs and/or blood glucose levels. The audit log files showed that for each bolus with a blood glucose value added, the use sensor button was pressed to load the value. The engineering logs do not capture the date of occurrence due to continued use of the system. Review of the engineering log files show further evidence of interaction with the controller to program, confirm, and deliver the boluses captured in the engineering logs after the date of occurrence. No evidence of an uncommanded bolus was observed in the available log files.